Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to request a heater replacement for a 2008t hemodialysis (hd) machine that was still under warranty. The biomed stated the replacement was needed due to low temperature alarms. The ts representative issued the biomed a replacement through the spare parts department. There was no reported patient involvement associated with the event. Additional information was requested, however, to date a response has not been received. The heater was returned to the manufacturer for physical evaluation, and signs of thermal damage were identified on the part.

Manufacturer narrative:
Plant investigation: the heater was returned to the manufacturer for physical evaluation. The heater was received with signs of thermal damage. The heater rod was split open exposing the inner coils, which were damaged. There were scratch marks along the rod and on top of the rod where the lot number is located. The heater wires (hot and neutral) were found to be shorted to ground. The heater was installed onto a test machine for functional testing. The circuit breaker tripped when the rinse program was executed. The failure was due to the heater wires being shorted to ground. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported complaint was able to be confirmed.